Event description:
Physician applied mayfield skull clamp with adult disposable pins to patient's head with 60 lbs of pressure. The head rest was affixed to the or bed and locked in place. While repositioning the patient's body, the clamp slipped. It was noted, that there was a 2 inch laceration on the left side of the head. The clamp and the pins were removed and another mayfield camp and adult disposable pins were applied and affixed. The laceration was cleaned and sutured. The operation proceeded with no sequalae.what was the original intended procedure?mayfield skull clamp with adult disposable head.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.